Event description:
Customer reporting an alleged false positive sars result. Customer states they were positive for covid over a week ago, but feels they should no longer be testing positive. No conflicting or confirmation testing has been performed.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information; source: phone.